Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro broke. The piece that broke was the part of the hemopro that sprays water. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factor for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the cannula handle as well as on the c-ring. The c-ring was observed to be intact, with the scope wash tubing disconnected from the bottom of the c-ring . The scope wash tubing, the c-ring, as well as the metal wire remained attached to the cannula due to the presence of a retention rib. The scope wash tubing was observed to be cut and melted. Tape was observed placed on the scope wash tube. No other visual defects were observed. Based on the return condition of the device and the results of the investigation, the reported failure" break" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro broke. The piece that broke was the part of the hemopro that sprays water. A replacement device was used to complete the procedure. The hospital did not report any patient effects.